Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) left ventricular (lv) lead, and right ventricular (rv) lead showed a decreasing trend in pacing impedances to low, out of range values. Additional information was received mentioning that the rv lead has been showing loss of capture (loc) and pacing inhibition, with a symptomatic patient that is pacing dependent. Noise over sensing on shock and rv channel that appears non physiologic was observed at electrograms, causing the crt-d to deliver inappropriate anti-tachycardia pacing. Furthermore, a signal artifact monitoring episode with noise and rv coil to can impedances greater than 200 ohms were observed. The pacing impedances for both rv and lv lead have been also high, out of range. The patient was admitted, and therapy was programmed off and the system was programmed to maximum outputs. The extraction was programmed to occur in the next days. Technical services wanted to know if there was a viable lv pacing vector that does not use rv coil in the event that there is intermittent loc on the rv due to fracture of distal coil. The crt-d and lv lead have been explanted, and the rv lead was surgically abandoned. No additional adverse patient effects were reported.